Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 340- 400 mg/dl. The customer also reported that the infusion set cannula was bent. The troubleshooting was performed for the bent cannula. The troubleshooting was not performed for high blood glucose level. The product will not be returned for analysis.